Manufacturer narrative:
User facility mandatory medwatch was received on 04/25/2013. The report number is (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was provided that indicated a disconnection. The tubing set was being used to deliver an unspecified solution. It was reported that an unspecified end of the tubing set was connected to a microclave adapter. The customer contact stated that the patient had a reported large bore antecubital i.v. Access. No specific details were provided regarding the tubing set-up. On an unspecified date and time, the patient's hemoglobin level was 10.9 gm/dl. After an unspecified length of time, it was reported that the staff was alerted by an alarm for a blood pressure of 64/44 mmhg. It was noted that the microclave adapter had disconnected. Subsequently, an unspecified volume of blood loss was noted. At an unspecified time, the patient had blood drawn for stat complete blood count (cbc). It was reported that the patient's hemoglobin (hgb) decreased to 6.4 gm/dl. The customer contact stated the patient was treated with unspecified volume of blood transfusion. On an unspecified date, the patient was discharged. Multiple unsuccessful attempts have been made to obtain additional information including if the tubing set was replaced and the therapy was resumed.